Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the progav 2.0 operates within the accepted tolerances in the horizontal position, while the m. Blue does not operate within the specified tolerances in the vertical position. An accelerated outflow of m. Blue could be determined. Adjustment test: during the adjustment test it was determined that both valves are not adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the braking force cannot be measured due to the non-adjustability of the valves. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine an accelerated outflow and a non-adjustability at the m. Blue. Furthermore, we can determine a non-adjustability in the progav 2.0. The visible deposits in the valves have led to the functional impairments. Deposits caused by substances naturally present in the patient's body, such as organic material, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue plus (#(B)(6)) was implanted during a procedure performed on (B)(6)2022. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6)2024. No patient complications were reported as a result of the revision procedure. The complainant device was returned to the manufacturer for evaluation.